Manufacturer narrative:
On 2/1/2019 a steris account manager offered in-service training on the proper use and operation of the system 1 express specifically, wearing proper ppe, properly disposing of s40 sterilant cups, and properly handling the aspirator probe however; the facility declined.

Manufacturer narrative:
The user facility's biomed department inspected the system 1 express after the reported event occurred and found that the aspirator probe was cracked, causing a very small amount of sterilant to remain in the cup after the completed cycle. The system 1 express operator manual (pg 1-1) states: "warning: always verify that the sterilant container is empty at the completion of the cycle." The cycle subject of the reported event completed successfully, and the ci passed. The biomed department replaced the aspirator probe, ran a test cycle, and confirmed the sterilizer to be operating according to specification and returned the unit to service. A steris service technician arrived onsite after the repairs were made. The technician found the unit to be operating according to specification. While onsite the technician was informed by user facility personnel that the employee subject of the reported event was not wearing proper ppe specifically gloves, while disposing the sterilant cup. The system 1 express operator manual (pg 1-3) states: "caution: appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The technician was unable to determine the root cause of the cracked aspirator probe however, this is likely attributed to excess force or other misuse by user facility personnel. A steris account manager will offer in-service training on the proper use and operation of the system 1 express specifically, wearing proper ppe, properly disposing of s40 sterilant cups, and properly handling the aspirator probe. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn while removing a partially filled s40 sterilant cup from their system 1 express. No medical treatment was sought or administered.